Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator cable and connector were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported that the system had multiple collimator iris potentiometer errors during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro. There is no report of injury or death associated with the event descried in this complaint.